Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per article the cause for the reported valve thrombosis cannot be confirmed; however, it may be related the mechanisms described above. The patient was treated medically and restored bioprothesis function was noted on echocardiography. Device thrombosis is listed in the instructions for use for the tavr procedure and is a known potential risk associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Jack p. Andrews, et al. (2017). Progressive breathlessness following transcatheter aortic valve replacement. Heart - bmj, 1719-1726.

Event description:
Per article "progressive breathlessness following transcatheter aortic valve replacement", by jack p. M. Andrews, nicholas l. Cruden and alastair j. Moss, approximately 5 months post implant of a 26 mm sapien 3 valve for severe aortic stenosis, an (B)(6) male presented to the cardiology clinic with rapid onset exertional dyspnea while walking. Upon examination, the jugular venous pressure was elevated and a mid-late ejection systolic murmur was audible in the aortic region. An ECG demonstrated sinus rhythm with a left ventricular (lv) strain pattern. An echo (tte) and cardiac CT were performed and revealed valve leaflet thrombosis. Anticoagulation with intravenous heparin was administered with an improvement in leaflet motion and a reduction in the transprosthesis gradient after only 5 days.